Event description:
Info received indicates the trendelenburg function is not working.

Manufacturer narrative:
The technician found the trend mechanism and knob were broken/cracked. He replaced the trend mechanism and knob to repair the bed.